Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the patient is possibly having an allergic reaction to the nightguard while they use it. Headaches start when using the nightguard, they believe there were other symptoms, but they can't remember. The patient had a comfort 3d device for a year before with no issues. It was confirmed that the material has not changed. It was mentioned to the healthcare provider that possibly the design of the nightguard could possibly be causing pressure on the joints leading to a headache.

Manufacturer narrative:
Correction was made in sections b1, b2 and h1. Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Per the reported information, the patient has used the product before and had no reported issues. It was also confirmed that the materials used were the same. The potential root cause for this failure could be due to an incorrect vertical opening which could cause the device to not fit properly on the patient and cause the headaches to occur. Manufacturer internal reference number: (B)(4).